Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an initial implant procedure on (B)(6) 2020. During a pre-discharge interrogation the next day it was noted that the patient's left ventricular lead was dislodged. A chest x-ray was performed on (B)(6) 2020, and lead dislodgement was confirmed. It was suspected to have been dislodged due to left arm movement overnight. The lead was explanted and replaced on (B)(6) 2020. The patient reported feeling pain at the incision site which was relieved via an ice pack. The patient was noted to be feeling fine after the procedure with no adverse consequences reported.